Manufacturer narrative:
See manufacturer report # 2029214-2021-01352 for another report from this article. Lefevre e, robert t, escalard s, et al. Presence of direct vertebrobasilar perforator feeders in posterior fossa arteriovenous malformations and association with poor outcomes after endovascular treatment. Journal of neurosurgery. November 2019:1-9. Doi:10.3171/20 19.8.jns191971. If information is provided in the future, a supplemental report will be issued.

Event description:
Lefevre e, robert t, escalard s, et al. Presence of direct vertebrobasilar perforator feeders in posterior fossa arteriovenous malformations and association with poor outcomes after endovascular treatment. Journal of neurosurgery. November 2019:1-9. Doi:10.3171/20 19.8.jns191971 medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to evaluate the effect of endovascular treatment on long-term outcomes and identify the patient subgroups of posterior fossa arteriovenous malformations (pfavms) that might benefit from endovascular treatment. There were 101 patients with pfavms included (83 ruptured and 18 unruptured, 72 male, average age 38.6 years). Embolizations were performed using onyx, histoacryl,<(>,<)> squid, or glubran. The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted: - twenty-eight patients experienced a treatment- related complication. In 15 cases, the complications were ischemic, and in 13 cases they were hemorrhagic. These complications resulted in a neurological deterioration in 20 of the 101 patients and were considered ¿major complications¿ (resulting in a worsening of more than 1 point of mrs or death) in 12.